Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2324kbcsp, batch 15434458, was received for investigation. The eyelet of the device was damaged. Functional testing was not performed due to the damage present on the device. The most likely cause of the failure can be attributed to misuse, such as misaligned insertion or prying/leveraging the device during insertion. The complaint allegation is confirmed. Refer to the attached investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/06/2025, a sales representative reported via email that the suture eyelet of an ar-2324kbcsp biocomposite knotless swivelock anchor broke while attempting to insert the anchor into the lateral row. The procedure was completed successfully, and no fragments were retained in the patient. This occurred during a rotator cuff repair procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 10/08/2025: all broken pieces were retrieved from the patient. The case was completed with a replacement ar-2324kbcsp biocomposite knotless swivelock anchor. The incident did not result in any surgical delay, additional anesthesia, or reported adverse effects.